Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with cefazolin, 1.5 grams for three weeks (frequency and route was not reported). Apd therapy was ongoing at the time of the event. It was not reported if the patient was hospitalized for the event. Eleven days after onset, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the "defect in aseptic measures as contaminated hands" (date not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a defect in aseptic measures as contaminated hands. The peritonitis was manifested by cloudy peritoneal dialysis effluent. The patient was hospitalized for the peritonitis event (two days prior to the initially reported event date). The same day the patient was treated with cefazoline (1.5 grams for two weeks (previously reported as three weeks) for peritonitis. The action taken with extraneal therapy was not reported. Seven days after hospital admission the patient was discharged. Five days later the treatment with cefazoline was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.